Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2024 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. These alerts continued until (B)(6) 2025, when the battery pack became fully depleted or was removed. A replacement battery pack was installed on (B)(6) 2025. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available, a follow-up MDR shall be submitted.